Event description:
The customer reported via phone call that he experienced high blood glucose levels and received the no delivery alarm on the insulin pump after changing the infusion set. The customer's blood glucose was 428 mg/dl. The customer treated the high blood glucose with insulin pump therapy. The customer explained that he had to program nine different boluses in order to complete the entire delivery. While troubleshooting, the customer was advised to perform a 5 unit fixed prime, and the customer stated that insulin exited. The customer was unable to examine the cannula of the infusion set at the time of the call. The customer was advised to change the entire infusion set. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.